Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treating based off of sensor value. The customer tested his blood glucose and it was over 500 mg/dl. The customer corrected with a manual injection and proceeded to manage with insulin pump. The customer declined troubleshooting for his high blood glucose. The insulin pump will not be returned for analysis.